Event description:
A acutrak 2 4.7mm screw was implanted in the foot of the patient. The screw broke at some point post op and resulted in a non-union that will require intervention (currently not scheduled).